Event description:
It was reported that following cannulation of the coronary sinus with a daig ep catheter, the obturator was introduced into the sheath for a dye injeciton. It appeared that the coronary sinus may have been perforated at that time, which was further confirmed by the patient's significant drop in blood pressure. A pericardiocentesis was performed and the pt experienced no further complications.